Manufacturer narrative:
On 29may2024, a remote service engineer (rse) spoke with the customer. The customer had attempted to resolve the issue by replacing the 3rd and 4th proximal autozero solenoids and the data acquisition (da) printed circuit board assembly (pcba), but the issue persisted. The fse informed the customer that they could perform further self-troubleshooting by using parts from known good working ventilators, or that an fse could visit the customer site to perform the troubleshooting. The investigation remains ongoing.

Event description:
Philips received a complaint on the v60 ventilator indicating that there was a machine pressure sensor auto zero failed alarm. The device was reported to be in use at the time of the reported problem. No patient or user harm reported. The remote service engineer (rse) instructed the customer to verify the pin alignment between the solenoids and data acquisition (da) printed circuit board assembly (pcba), replace the 3rd and 4th proximal autozero solenoids, and then replace the da pcba. This investigation is ongoing.

Manufacturer narrative:
(B)(6) .

Manufacturer narrative:
Philips received a complaint on the v60 ventilator indicating that there was a machine pressure sensor auto zero failed alarm. The device was reported to be in use at the time of the reported problem. No patient or user harm reported. Multiple good faith efforts (gfe) were attempted to obtain the patient information from the time of the event. No response or further information was received from the customer. The remote service engineer (rse) instructed the customer to verify the pin alignment between the solenoids and data acquisition (da) printed circuit board assembly (pcba), replace the 3rd and 4th proximal autozero solenoids, and then replace the da pcba. On (B)(6) 2024, a remote service engineer (rse) spoke with the customer. The customer had attempted to resolve the issue by replacing the 3rd and 4th proximal autozero solenoids and the data acquisition (da) printed circuit board assembly (pcba), but the issue persisted. The rse informed the customer that they could perform further self-troubleshooting by using parts from known good working ventilators, or that an fse could visit the customer site to perform the troubleshooting. The customer informed the remote service engineer (rse) that the customers technician had evaluated the device, confirming that the solenoid pins were correctly engaged on the data acquisition (da) printed circuit board assembly (pcba). The customer was then provided with a quote for the replacement of 2 solenoids and the gas delivery system. We are unable to confirm the alleged device issue or final disposition of the device because the customer allowed the quote for onsite service and replacement parts to expire, refusing service. No further work was performed by philips. The investigation concludes that no further action is required at this time. If additional information is received the complaint file will be reopened.